Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a surgeon was undergoing burr hole procedure for craniotomy and perforator ¿broke in half with smaller pieces¿. No additional information was provided after several attempts.

Event description:
N/a.

Manufacturer narrative:
Updated fields: a1, a2, a3a, a4, d9, g6, h2, h3, h11. Additional information received: - did any part fell into the surgical site? If so, please describe how it was removed. No - what actions were implemented when the device broke? (Search fragments, removing fragments, radiographic testing¿) if applicable, describe actions. Searched and collected all pieces. - are all the broken parts recovered? Yes - was an x-ray taken to assure no parts left in patient? No - was the drill electric or pneumatic? Pneumatic - did the perforator click in place in the drill? Yes - are the recommended spring tests being performed between each burr hole? This happened during the first burr hole made - did the reported event cause any delays in the procedure or surgery over 30 minutes? No, replaced with new one - how was the procedure completed? As normal - please clarify statement: "patient experienced shunt malfunction symptoms as a result of disconnection". Answer: unsure.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The codman disposable perforator (336654) was not returned for evaluation as the product was discarded and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventative action (CAPA) was initiated to investigate perforator disassembly trend from field complaints.